Event description:
It was reported that a bakri tamponade balloon catheter was used for the treatment of a postpartum hemorrhage due to uterine atony following a vaginal delivery at 39 weeks 4 days. The patient had an estimated blood loss of approximately 1000ml and medication was used in an attempt to stop the bleeding. The user then placed the balloon vaginally into the uterine cavity using oval forceps. When the user then injected 400ml of water into the device balloon, the balloon was leaking fluid and 'burst'. Another bakri was used to complete the procedure and hemostasis was achieved. The patient was hemodynamically stable throughout the entire event/procedure. No blood transfusions were required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Customer address = (B)(6). Customer occupation = unknown. Summary of event: it was reported that a bakri tamponade balloon catheter was used for the treatment of a postpartum hemorrhage due to uterine atony following a vaginal delivery at 39 weeks 4 days. The patient had an estimated blood loss of approximately 1000ml and medication was used in an attempt to stop the bleeding. The user then placed the balloon vaginally into the uterine cavity using oval forceps. When the user then injected 400ml of water into the device balloon, the balloon was leaking fluid and 'burst'. Another bakri was used to complete the procedure and hemostasis was achieved. The patient was hemodynamically stable throughout the entire event/procedure. No blood transfusions were required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) documents were conducted during the investigation; document review did not indicate that the device was manufactured out of specifications and it was concluded that there is no evidence that nonconforming product exists in-house or in-field. A search of the complaint database (device history record) found three non-conformances reported for lot 14632569. Cook concluded that the recorded non-conformances are not related to this incident. A complaint history database search showed no other complaints associated with production lot 14632569. The complaint device was not returned to cook for investigation. Accordingly, no physical examination could be performed. The device is provided with instructions for use which state how to supply, "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.